Manufacturer narrative:
Internal complaint reference: case (B)(4). Teoh, k. H., whitham, r. D., golding, d. M., wong, j. F., lee, p. Y., & evans, a. R. (2018). R3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up. The journal of arthroplasty, 33(2), 460-463. Doi: https://doi.org/10.1016/j.arth.2017.09.059.

Event description:
It was reported that, on the literature review "r3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up", one (1) patient who initially underwent primary thr implantation with an r3 acetabular cup and a cementless polarstem, experienced an early dislocation which was stable upon performing a close reduction. This patient did not required any further interventions. No further information is available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).